Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted there was a dent. The reed switch was manually tested using the benchtop tester, and was verified stuck in the open position. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Detailed analysis of the returned product is currently ongoing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted following the patient expiring. There were no allegations or complaints against the device's operation or functionality, and no reasonable evidence to indicate the function of the device caused or contributed to the patient¿s death. Upon receipt at our post market quality assurance laboratory, this device did not pass initial device testing.